Manufacturer narrative:
(B)(4). Date sent: 6/16/2021. D4: batch # u5fa3k. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. The switch actuator post appears to be loose inside the device; which lead to the device not been able to fire. The device was not disassembled. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the yellow part came out from the inside of the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.